Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
The following was reported: leakage at venous connector, fluid leaking. Timing of the failure: during treatment.